Event description:
This (B)(6) woman was having an elective total knee replacement surgery. During the surgery, the synvasive saw blade broke at the point of its connection to the power source/drill. The blade and all pieces were easily retrieved and no harm was caused to the pt; the procedure proceeded as planned. The rep was contacted and the pieces will be returned to the MFR.